Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, there was moisture damage found on the internal printed circuit board components. Unrelated to the original complaint, the battery compartment was observed to be cracked. The battery cap coin slot was found to be stripped and unable to tighten. A test cap was used for investigation. The pump booted to the verification screen and consistently alarmed with a cs 128 ¿replace battery¿ alarm when the verified screen was confirmed. The display was noted to be dim and discolored. The bolus button cover was found to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).